Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The basket wire was withdrawn from the tube sheath. The basket wire was broken at about 1800 mm from the distal end. The broken section was shaped as if it was cut with a tool. As a measurement result of the outer diameter of the basket wire, there was no abnormality. The basket was deformed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the basket wire was deformed and the failure of the device's removal occurred. And also, omsc surmised that the basket wire was broken since it was cut with a tool when the user used the emergency lithotriptor. The above device handling has warned in the instruction manual as follows. *do not use this lithotriptor bml-110a-1 for a calculus that is assumed impossible to be crushed by this lithotriptor. The basket wire etc. May break and part of this lithotriptor may remain in the body. *this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic removal of the stone from the bile duct, two bml-v442qr-30s were used. The user tried to remove the stone but the basket wire of the first bml-v442qr-30 broke. The stone with the basket of the first bml-v442qr-30 remained in the bile duct. The user retrieved the first bml-v442qr-30 with an emergency lithotripter but it was failed. After the insertion of the second bml-v442qr-30 and a stone was set again. When crushing the stone with the second bml-v442qr-30, the second bml-v442qr-30 broke off and the handle could not be controlled anymore. The user retrieved the second bml-v442qr-30 with an emergency lithotripter and the basket of the first bml-v442qr-30 was recovered. There was no patient injury reported. No further information was provided. This is the report regarding the breakage of the basket wire and the use of the emergency lithotripter with the first bml-v442qr-30.